Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was gained via the brachial artery. The 80% stenosed lesion being treated was located in the left common iliac artery to external iliac artery. The physician was using a sterling over the wire 6.0 x 100/135 (hybrid) balloon for pre-dilation. When physician attempted to inflate the device, pressure did not go up and leakage from balloon was noted. The procedure was completed with a different device. There were no reported patient complications and the patient is in good condition.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).